Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven months after being implanted, the implantable cardiac monitor (icm) was explanted due to migrating out of the patient's skin. The icm is no longer in use. No patient complications have been reported as a result of this event.